Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted. Upon deployment, the clip opened to approximately 40 degrees. The clip remained stable on the leaflets so the procedure was discontinued. The final mr was grade 2-3. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, a patient presented with grade 2-3 mitral regurgitation for a secondary mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The final mr ws grade 1. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip opened while locked and entrapment of device (clip caught on the sub-valvular valve). The reported patient effect of tissue injury appears to be due to the entrapment of device and the recurrent mr appears to be related to the clip opened while locked. Mr and tissue injury are listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient returned to the hospital and another clip was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes updates: code 4451 - recurrent mr coded code 4559 - no treatment and 1212 - n/a coded to capture the suspicion of having the sub valvular valve caught leading to the recurrent mr

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted. Upon deployment, the clip opened to approximately 40 degrees. The clip remained stable on the leaflets so the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, a patient presented with grade 2-3 mitral regurgitation for a secondary mitraclip procedure. The increase in mr was suspected to have been from having a clip caught on the sub-valvular valve. During the procedure, a mitraclip was successfully implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays.